Event description:
Philips received a report from a customer reporting that there was a problem with the images transfer and wrong identification of the patient. A patient had surgery but didn't need it, instead of the patient that had a serious pathology.

Manufacturer narrative:
We will file a follow-up MDR at the completion of the investigation. (B)(4).